Event description:
It was reported that the reservoir was occluded. Customer stated that she needed to change it every other day and she was running out of insulin. Customer stated that she fills the reservoir up, bolused 15 units of insulin for blood glucose of 435 mg/dl but after 2 hours blood glucose will go down to 400 mg/dl and bolused 10 units. Customer stated the insulin pump was programmed to remind her every 2 hours to check blood glucose however if it runs out of insulin it will alarm no delivery because no fluid was coming out during prime. Customer declined to do troubleshooting for no delivery alarm. Customer stated blood glucose have been 300 + mg/dl and has not gone lower. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.